Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device and delivery system was being prepared. The catheterization lab technician noticed there was "a little pinch or little hole" in the hub of the delivery system which caused a leak. The delivery system had not yet entered the patient's body, so it was exchanged for another 24mm watchman laa closure device and delivery system to successfully complete the procedure. There were no patient complications.